Event description:
It was reported that the user¿s cgm sensor expired overnight, after which the user experienced prolonged high glucose and initially encountered cgm pairing failure requiring a new libre 3+; the user then performed a complete supply change on the ilet and applied a new cgm, and insulin delivery resumed. Symptoms included feeling fine without reported clinical manifestations. Outcomes included elevated glucose for approximately ten hours, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting, guided supply change to assess for infusion issues, and cgm replacement after pairing failure. Investigation of this case revealed that the high glucose resolved after replacing the cgm and completing the infusion set and reservoir change, which is consistent with user-correctable issues related to sensor expiration and potential infusion delivery concerns. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable device use issues related to cgm availability and routine infusion set maintenance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.